Event description:
It was reported that a malfunction alarm, specifically malfunction code 12 indicating a momentary power loss to the vibrator motor, occurred. The blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in resetting the pump and advised to continue using it, with instructions to report back if the issue recurred. No additional information was received regarding the outcome of the event.